Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.